Event description:
The customer alleged that they are seeing residual cidex opa from the scopes. The customer stated that when they alcohol flush the scopes after the disinfect cycle, they notice disinfectant leaking out of the scope. They were to check their cleaning procedures regarding the amount of detergent used. There were no injuries reported. The customer did not respond to asp's attempts in retrieving more information.

Manufacturer narrative:
Advanced sterilization products (asp), co manufacturer provides all maintence and technical support for this device. The customer did not respond to (B)(4) attempts in retrieving more information. There were no injuries reported. In addition to this MDR, an MDR has been filed by asp under minntech's name and establishment number.additional information regarding this incident has been requested from (B)(4).